Event description:
In the operating room during standard procedure before using the thulium laser, the laser fiber ignited and was on fire very briefly without harm or injury to the patient. Laser tech's lead apron was making contact with the laser fiber at the plastic connection which plugs into the laser machine. According to doctor who witnessed the event, the contact caused the laser fiber to break from the plastic connection and ignited a flame at this site. The flame was extinguished immediately without harm to the patient. Opened another laser fiber and continue using the laser for the rest of the procedure.